Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 500+ mg/dl. The customer's blood glucose reading before bed was 600 mg/dl on the meter. The customer administered a large bolus prior to bed. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV insulin. The customer was hospitalized for 2 days and discharged. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal.